Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date and year, a 27mm stented porcine,mit,epic was implanted in a patient. On (B)(6) 2024, the device was explanted and a non-abbott device implanted as a replacement. The cause of the explant is unknown. The patient is stable,

Manufacturer narrative:
Explant due to leaflet tear and shortness of breath was reported. A tear of the cusp was observed upon open visual inspection upon explant. The investigation found that there was a fibrous pannus ingrowth in the inflow surface of cusp 1. There was a microcalcification in the midportion of cusp 1 and 2. There was a curvilinear incision in the mid portion of cusp 2. There was a 15 mm tear in the base of cusp 3 which also noted to have degenerative changes to the cusp. A fibrous nodule was observed on cusp 3. No inflammation or significant calcifications were observed. The sewing cuff was partially excised in processing. There was patchy pannus formation that is mostly limited to the sewing cuff. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the tear/incision could not be conclusively determined; however, the degenerative changes noted to the tissue at cusps 2 and 3 could have contributed to the tear/incision formation. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.